Event description:
It was reported that during a signature total knee arthroplasty, the guides did not fit the patient. Vanguard premier instruments were used to complete the procedure. There was a delay greater than 40 minutes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Supplier review of planning and procedures found the device did not meet specification. The DHR was examined and the segmentation inaccuracies for both the femur and tibia, are considered to have contributed to the complaint report. Lot is limited to one unit.